Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in a bd 10ml syringe luer-lok¿ tip before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: no samples (including photos) were returned that matched the complaint batch and material #. Bd product in question is 301029 (10ml bulk non sterile) from an unknown batch #. The tray in question is customer¿s product (not bd). Based on the information available today, the source of fm could not be determined and could not be confirmed to originate at the bd canaan plant. Therefore, no actions are being pursued at this time. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.